Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding an implantable neu rostimulator (ins). The reason for call was the caller indicated that the nurse practitioner contacted them because the patient complained of trouble charging the ins. The caller indicated that the patient reported trying to charge for 3 hours with excellent status but could not get the ins to charge to 100% (may only charge up to 50 or 60%) and the ins is depleting quickly. The caller indicated that the issue started recently for the patient, it may have started one week ago (date of call (B)(6) 2021).the caller indicated that the lead is on top of the ins which was confirmed by xray. They can feel the lead when they palpate which they think is new. The patient was also complaining of tenderness in the pocket area. The patient was not feverish and the pocket site doesn't look red. Leads in the spine have not changed position according to the xrays that were taken. The caller indicated that they were not aware of previous xrays of the pocket site to confirm the position of the lead coil in the pocket prior to today. The caller indicated that they plan to meet with the patient on (B)(6) 2021 to reviewed diary information. The caller was not with the patient. The caller will follow up with the hcp.